Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope]. - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. -inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope, exhibited reduced angulation and air/water leakage from the body control unit. Additional details relating to the patient and the event have been requested. But no response has been received at this time. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was not confirmed. During the evaluation, due to damage on up/down knob; water tightness was lost. And due to wear of angle wire; bending angle in down direction did not meet the standard value. Due to clogging of nozzle; air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had white-clouded area, suction-cylinder was shaved, control unit was damaged, paint on suction-cylinder was peeled, adhesives around light guide lens had white-clouded area, adhesives around objective lens had white-clouded area, plastic distal end cover (c-cover) had a dent, connecting tube had coating peeling (1mm2 or more), light guide lens had a chip, and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.